Event description:
It was reported a peritoneal dialysis (pd) patient experienced an allergic reaction manifested by bright red face, swollen face and "swelling up again". The alleged reaction occurred after arriving home from pd therapy with an unknown homechoice disposable with cassette (performed at the pd clinic). The patient alleged the events could be an allergic reaction to the tubing; however, the patient further reported the cause of the event was unknown. It was reported the patient was unable to specify if the tubing was from the non- baxter pd catheter. It was not reported if the patient was hospitalized for the events. There was no report of medical intervention associated with this event. At the time of this report, the patient stated that they are doing better now, and they have not performed pd therapy for a week. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter homechoice disposable with cassette. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.